Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle only, 23 g x 1 in. Experienced leakage. The following information was provided by the initial reporter: faulty needle, when flushing saline, saline shoots out at 90-degree angle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 10-feb-2023 h6: investigation summary one sample was provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. The sample expelled the solution at forty-five-degree angle. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2018058. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed.

Event description:
It was reported that the bd safetyglide¿ needle only, 23 g x 1 in. Experienced leakage. The following information was provided by the initial reporter: faulty needle, when flushing saline, saline shoots out at 90-degree angle